Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited onsite and confirmed that gsc programming error. Review of the logfiles shows issue during table moving. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found intermittent error during geo auto restart. To resolve the issue, the fse re-seated all cables to all amcs and calibrated the system. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating there was a programming error in the geometry segment controller, preventing geometry movement. No harm was reported to philips. Philips has started an investigation of this complaint.